Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal. The customer was able to rewind the insulin pump. The insulin pump alarmed motor error twice in the last 30 days. Customer's blood glucose level was 458 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.